Event description:
An infection was reported. The patient planned to have an MRI due to a suspected infection or epidural abcess. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model # 8709sc, serial # (B)(4), implanted on: (B)(6) 2012 explanted on: unknown. (B)(4) personal therapy manager, serial # (B)(4). (B)(4).